Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: black box confirmed time and date reset to default setting following power on reset on (B)(4) 2014 within 10 minutes. Pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default. Pump was open to investigate bt1 component was found to be leaking and unable to hold a charge. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. There's a crack along the battery compartment threads.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2014.